Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 118 alarm was identified in the log. The alarm occurred on (B)(6) 2012 11:41:34 during the night drain cycle 18. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information is available.